Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter had read inaccurately high. The pt tests her blood glucose 6-8 times a day. She manages her diabetes with sliding-scale novolog insulin based on her meter readings. The pt indicated that the alleged meter issue started three days prior, at around 2:00 pm. The pt got a "pretty high reading" and took an unk dose of sliding-scale insulin based on the result. The pt was unable to recall what result was obtained. Twenty minutes after taking the insulin, the pt claimed that she developed symptoms of sweating and her legs felt rubbery. The pt tested her blood glucose with the reported meter and got "139 mg/dl" while she was symptomatic. Within 10 minutes of testing, the pt tested herself on a backup meter and got "79 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. After testing, she administered self-care by eating food and drinking a beverage. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after taking sliding-scale insulin based on an inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that to not pass inspection in a supplemental report.